Event description:
The incident involved an unknown infusion pump. It was reported that the device froze during an infusion of alteplase. There was patient involvement and no patient harm reported.

Manufacturer narrative:
It is unknown if the device is available for evaluation. The device has been requested to be returned, however, it has not been received. Without the returned device, a probable cause is unable to be determined.